Manufacturer narrative:
Based on information received following submission of the initial report, the lot number was incorrect (161a11) initially however it was updated to unknown. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received without a tip protector in a tray. The sample was visually inspected and found to be nonconforming with needle and cutter cracked, orange/brown foreign material on the port face, in the port and on the welded cap. And the needle bent. No functional testing could be performed due to the cracked needle/cutter. The probe was disassembled, and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be severely bent. Gouge marks observed at two locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation was unable to confirm the reported actuation failure due to the cracked needle/cutter, the evaluation also indicates the probe had bent needle/inner cutter. The root cause for the cracked/bent needle/inner cutter failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes, and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported actuation failure was unable to be confirmed, and it appears that the observed cracked/bent needle/inner cutter was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe occurred during vitrectomy surgery. The condition of aspiration was unknown. The surgery was completed on the same day after replacing the product with another one. There was no patient harm.